Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code (B)(4), lot number (B)(4) device history review ==> DHR reviewed, no deviations or anamolies were noted.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review by knee analyst, we are changing the product malfunction code from disassociation to implant/implant fit.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records for reportability, the patient had an I and d with insert revision to address infection. During the surgery, the surgeon reported that he impacted a poly insert and there was a failure of the insert to lock and so he removed it and placed another one. It should be noted that in the surgical indications it noted that there was a failed locking mechanism of the polyethylene and that was the reason for the first revision a few weeks after her initial procedure, which she then subsequently developed (B)(6). Therefore, the other components will not be reported at this time.